Event description:
Philips received a complaint on the defibrillator indicating that device alarm shock device was faulty. There was no patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting institution phone #: (B)(6).